Manufacturer narrative:
Other applicable components are: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-30, lot# unknown, product type: lead.

Event description:
It was reported the patient charged her implantable neurostimulator (ins) and stated "I can't get it to come back on, and with the patient programmer (pp) it won't let me connect." The issue started the day of the report. After synching with the pp she got a message saying that she needed to charge her ins. The patient got out the recharger and pressed the start charge button, and said that it was charging and she saw six of the eight coupling boxes filled in and the ins battery just had a little sliver of charge in it. Additional information received from the patient on (B)(6) 2016 indicated their system was no longer working. The patient stopped using the ins and then the patient programmer and ins recharger would no longer connect. The last recharging session was over a year ago. The ins was indicated for spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.